Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that 357 days following placement of a wallstent, the stent was found to be impacted. The pt presented for treatment of a benign biliary stricture. The patient had a covered biliary wallstent placed. The pt experienced jaundice during wallstent indwell. A stricture revision was scheduled for 357 days post implant. During the stricture revision procedure, the physician noted the stent was impacted. The wallstent was able to be removed with a snare without complications and a second stent was placed. The investigator assessed the event as serious, mild in severity, and definitely related to the device. The event was reported to be resolved with removal of the wallstent and placement of a second stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.